Event description:
It was reported on 20 may 2026, that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. During deployment sequence of second mitraclip xt, shadowing from first clip lead to sub-optimal imaging however troubleshooting resolved the issue. The clip was entangled in chords and was unable to invert. Troubleshooting maneuvers lead to flail of posterior leaflet. As a result, the clip was deployed on posterior and anterior leaflets to stabilize the flail. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.